Event description:
It was reported that during an open colon resection procedure, the nurse said that after two successful seal cycles, the surgeon wasn't able to advance the knife anymore. The instrument was still able to close, but the knife wouldn't advance. The nurse said that the surgeon did depress the button all the way to get over the knife-lock. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the jaws opened and closed normally. There were no anomalies noted with the functionality of the device.